Manufacturer narrative:
A ge service rep performed an onsite investigation. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported that the system was intermittently unable to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.